Event description:
Customer alleged issue with their speaker. Technical support made multiple attempts to reach customer for trouble shooting but was unsuccessful. Customers blood glucose was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.